Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that for the last 7-8 years it had been ok. They said their doctor was not I interesting in hooking them up with a manufacturer representative, they doctor had declared the device useless and wouldn't work anymore. The caller said if it was not working, why was it still in there, patient found it hard to believe it wasn't doing something. They stated their bladder was not emptying at all, it was just filling up and emptying the urine at the top, it was just getting rid of the overflow. They stated in august the doctor told them they wanted to do surgery. The patient told the doctor they didn't know that they wanted surgery. The patient had started self-catheterization the friday prior to report. They were able to sync with their programmer on the call and it showed stimulation was on, set to program 2 at 3.6v. Caller reported this was a gradual change in therapy/symptoms. They wanted to talk to a manufacturer representative to see if the stimulation was doing anything, a courtesy message was sent to the field. Patient also provided a response to the letter they received. Patient said they had no way of telling if turning it on helped. They were not measuring their urine, they felt like the doctor had given up on them, they told them that their bladder was gone, patient mentioned they were sick all the time.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported their doctor told them the device was not working anymore. They stated they were told that their bladder was out of it or not functioning, their bladder was tired and not working. They stated the healthcare provider did not test the ins. The caller stated they had been having retention issues, not peeing properly, stating they were peeing the extra. They stated the doctor wanted to give them a permanent catheter. The patient was able to sync using their patient programmer on the call and it showed stimulation was off. They were able to turn it back on, it was noted it was uncomfortable at first on program 2 at 3.4, the caller was able to decrease to 3.2 and reported it was comfortable. Caller noted that they knew in the past if they just let it go it would become comfortable. They were redirected to their healthcare provider to inform them that stimulation was off. No further complications were reported or anticipated.